Event description:
Customer reported unexpected negative reactions on the echo for a patient sample with a history of anti-jka when testing for ab-ID using capture-r ready-ID exend I, lot dn036

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention crrid, lot id118. Cusotmer did not return sample for investigation testing.a service call was made. Washer residual volume was at low end of range and was calibrated. Echo within specification and operating as expected.